Event description:
Pt had lr (lactated ringer's bolus) bolus ordered for fluid replacement, rn calculated the fluid replacement. 400cc bolus to be given with am meds along with a dose of potassium phosphate 9mmol. Potassium phosphate spiked and positioned above the primary lr bolus bag. Lr bolus programmed at 999. Plan was to program the secondary infusion of potassium phosphate after the lr bolus completed. This author at bedside charting and assessing patient when patient stated "are you giving me potassium or something? It burns?) This author looked at the patients IV site and then at the IV infusions on the alaris pump and noted that both infusion sets were dripping at the bolus rate of 999 thus infusing near the entire infusion of potassium phosphate. IV potassium phosphate was immediately clamped and patient was assessed for chest pain, hr, auscultation of heart tones, pulses, orientation, and skin color. Vs (vital signs) were taken. Pharmacy called, surgery service called, clinical engineering and clinical risk were paged, charge nurse notified, nursing director notified, house manager paged (no response at the time of writing this report) email was sent to clinical risk per their request. Pt notified of pump malfunction and assessments that will be needed to be done throughout the shift for monitoring and what the patient should report to rn. Remote tele ordered and labs to be ordered per sa service. Internal rl#(B)(4). Serial no#: (B)(6).